Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump reverted to factory default date/time settings after a battery replacement. The patient reported that for three months he experienced ''high'' blood glucose readings, and his current blood glucose level was 360 mg/dl. The patient noted the pump had not been used for several months, and when he replaced the battery to begin ipt again, he did not verify the correct date/time. The owner's booklet instructs the user to be prepared to give him or herself an injection of insulin if delivery is interrupted for any reason, and to verify the date and time are correct after a battery replacement. The patient's technique was incorrect by not verifying and setting the pump date/time setting after a battery replacement. However as the patient allegedly suffered elevated blood glucose readings afterwards suggesting severe hyperglycemia, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.